Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failure was identified as a ghost failure. Tower door 1 had shown as failed, even though it was not displayed as an option for recovery in the "recover storage space" menu. A field service engineer (fse) forced the rest of the tower to fail in order to allow door 1 to populate in the failure list. Afterwards, the customer was able to recover all storage space on the tower, which cleared the failure icon. Once this was completed, the customer was able to access the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower door had triple clicked and then failed. The customer stated there was a delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.